Event description:
Medical record reviewed 2/2/1999. Pt has had aicd in abdominal area since 1992. On 1/25/1999, pt complained of hearing a continuous tone from device. Evaluation in physician's office revealed "probable failure of logic circuitry of the device." Pulse generator replaced following day in or. Lead system found to be intact, chronic leads placed back into the previously created pocket and loosely closed. Pt in stable condition. Discharged to home on 2/1/1999.